Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was also reported the patient had not recharged his ipg in approximately 2 months and the patient's programmer displayed a communication error. The patient was without stimulation. Subsequently, the patient underwent surgical intervention where his ipg was removed and replaced with a new one. The patient reported effective therapy postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.